Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the customer found part of the permanent cautery hook (pch) instrument had broken off. The procedure was completed with no reported injury. The damage to the pch instrument was noticed mid-procedure. The instrument was observed to be missing the amber plastic piece on just one side of the hook. As soon as the damage was noticed, the customer replaced the pch instrument with a backup instrument. The customer reviewed a recording of the video and determined that the hook of the pch instrument was damaged prior to insertion into the patient. A visual inspection and x-rays were still performed post-operatively to confirm no foreign body was left in the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: it was confirmed the procedure was a cholecystectomy on (B)(6) 2025. There was no injury to the patient and the patient has not returned to the hospital due to any post-surgical complications related to the event.